Manufacturer narrative:
During inspection and testing, the detergent/disinfectant solution residue found in the lg lens was suspected to be due to insufficient cleaning of the device. The objective lens and light guide lens adhesive were cracked and had a cementing defect, which may have resulted in the residue remaining from the distal end. The reported issues (issues with the distal end and angle of the bending section) were confirmed. The distal end cap was cracked, the bending angle was out of specification, and there was play in the angulation. In addition, service found the light guide cover glass and the charge-coupled device (ccd) cover glass were cracked/chipped. The adhesive on the light guide cover glass and the ccd cover glass was worn, and the adhesive on the bending section cover was chipped. The insertion tube and the protector were damaged, the scope body was shaved, the paint on the scope cover was peeled off, the universal cord was wrinkled, the coating on the universal cord was peeled off, the connector of the light guide cover glass was cracked, the bending section was wrinkled, and the adhesive on the bending section cover was discolored. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported the subject device exhibited an incorrect shape or angle of the bending angulation, and there were defects of the distal end. There was no report of patient or user injury due to these issues. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, residue was observed on the light guide lens of the distal end. This report is being submitted for the malfunction found during evaluation (residue). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and the device history record (DHR) review. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The investigation could not determine exact root cause. However, the most likely cause was inappropriate reprocessing. This issue is addressed in the instructions for use (IFU). The user can detect the suggested event properly by handling the device in accordance with the following IFU: preparation and inspection: inspection of the endoscope: ¿inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ the user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU: reprocessing manual precautions: ¿warning: the endoscope and accessories may be damaged by published methods for destroying or inactivating prions. For information on the durability of olympus equipment against a particular reprocessing method, contact olympus. In general, olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use a reprocessing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy. Make sure to carefully inspect each piece of endoscopic equipment for irregularities (damage) prior to each patient procedure. Do not use the equipment if any irregularity is found.¿ precleaning the endoscope and accessories: ¿warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure.¿ manually cleaning the endoscope and accessories: clean the external surfaces of the insertion section: ¿while immersing the endoscope completely in the detergent solution, thoroughly wipe all external surfaces of the insertion section, using clean lint-free cloths or sponges. Take the insertion section out of the detergent solution and confirm that no debris remains on all external surfaces, particularly the air/water nozzle opening and the objective lens on the distal end.¿ presoaking the endoscope: ¿if there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces. Follow the procedure described below.¿ chemical stress during reprocessing can cause this type of failure, which is also addressed in the IFU: ¿caution for chemical stress: preclean devices immediately after procedure. Otherwise, organic tissue from patients possibly adheres and not be able to remove by reprocessing. Clean external surface of devices with clean gauze/sponge while taking care not to remain foreign material in a/w nozzle opening. -if devices are excessively dirty or not be able to be reprocessed immediately after each procedure, presoak devices in detergent solution before manual cleaning.¿ olympus will continue to monitor the field performance of this device.